Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
This is a veterinary event. During a tibial plateau leveling osteomy (tplo) on a canine, the small battery drive fell apart. The circular band around the drill at the locking insertion point fell off of the drill. The procedure was delayed approximately 5 minutes while a spare battery drive was retrieved. The spare device was used to complete the procedure with no further problem and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: an evaluation was conducted. The customer's complaint that this device fell apart was confirmed. A visual inspection was conducted which confirmed that the selector switch became detached. This is due to the device being dropped.